Event description:
It was reported that the health care professional (hcp) reached out to technical services (ts) to review this patient's stored ventricular episode. Upon review of this patient's implantable cardioverter-defibrillator (ICD), it was identified that this device exhibited undersensing of the patient's r-waves which led to the device delivering inappropriate right ventricular (rv) pacing, thus inducing the patient into ventricular tachycardia (vt). The ICD appropriately detected the ventricular arrhythmia and delivered anti-tachycardia pacing (atp) therapy which successfully converted the vt. Additionally, it was noted that there was undersensing on the right atrial (ra) channel, which led to the device delivering inappropriate ra pacing. Programming options were recommended. Currently, the ICD remains in service and no adverse patient effects were reported.